Manufacturer narrative:
Concomitant medical products: 5024m-58, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change an insulation tear at the level of the suture sleeve was noted on the right ventricular (rv) lead. It appeared to be created by a 90-degree angulation of the rv lead at the level of the suture sleeve. Medical adhesive and a separate suture sleeve were applied to the tear. The pace/sense portion of the rv lead was capped, and a previously abandoned pace/sense lead was added back into the system. No patient complications have been reported as a result of this event.